Event description:
It was reported that during preparation of the 5.50x180cm supera self expanding stent system (ses) when flushing the device it was noted the white tip was separated; therefore, the device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation inadvertent mishandling resulted in the reported tip material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G3: alert date updated from 1/30/2026 to 1/29/2026.

Event description:
It was reported that during preparation of the 5.50x180cm supera self expanding stent system (ses) when flushing the device it was noted the white tip was separated; therefore, the device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.